Manufacturer narrative:
Report is being submitted past 30 day deadline based on retrospective review conducted on 6/27/2019.

Event description:
Metal shaving sheered off of screws during insertion. The shavings were removed and the screws left in place. Report 1/2.